Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the monopolar cautery instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6 mm monopolar cautery instrument was analyzed and found to have a broken tube adapter. A broken piece, measuring approximately 0.115" x 0.108" in size, was not returned with the instrument. Additional observation not reported by site: the instrument was found to have bent electrical contacts. No thermal damage was observed.

Event description:
Refer to h10/h11 for follow-up information.